Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. On the second day of support, it was reported that the patient experienced oozing at the impella access site. As a result, heparin was discontinued until the oozing resolved. Four days later, it was noted that the patient experienced intermittent ectopy, and the p level was decreased from p6 to p4. The following day, the patient decompensated and became anxious. The patient requested to start comfort care. The decision was made to withdraw patient care, and the patient expired.

Manufacturer narrative:
Investigation summary: no product was returned for investigation. Major bleeding: groin site and ij site are oozing. The cause of the bleeding is determined to be use issue due improper anticoagulation management because hemostasis was achieved by stopping heparin. Arrhythmia: in order to make a root cause determination, additional clinical would have to be provided. The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1934628. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.